Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a new onset of left bundle branch block (lbbb) with prolonged interval pr waves. Subsequently, three days post implant, a permanent pacemaker was implanted to resolve the issue. No further adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).